Event description:
It was reported that during a shoulder arthroscopy, metal shavings fell from the device into the pt's joint space, soft tissue. The area was flushed with large amounts of saline to remove the shavings, and there was no pt injury. There was no torque being applied to the device when the shavings were produced.

Manufacturer narrative:
Final investigation found that the device passed all visual and functional testing criteria. There was no detectable rubbing when the inner piece was stated around in the outer piece. No missing material or scoring was noted.